Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due to unspecified reasons. An accessory kit was accidentally thrown out before closing. No information was provided about the patient's outcome.